Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: received information as following from sales rep via phone today. After contacting the hospital, the hospital feedbacked that the lot number and the product code of the involved suture device was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received.. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. 1. Product code and lot#. 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. 3. What is the most current patient status? No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and suture was used. During the surgery, the patient's abdominal wound was sutured by a dermatologist using a suture. On the 30th day after the surgery, the patient discovered that the bottom of the wound was about 1cm red and swollen, with a small amount of exudation. On the 33rd day after the surgery, the patient sought medical attention at our hospital and considered that the suture was not absorbed. The doctor removed some of the sutures and disinfected them. Additional information has been requested.